Event description:
The customer reported that the pump presented with a dead battery connected to the power supply. Testing found the device gave a ¿replace battery¿ alert upon power up during self-test. The device was again powered up on ac and ¿change battery¿ soft key was pressed and the device passed self-test on dc. The complaint was confirmed and probable cause for complaint and replace battery is defective battery due to an issue in software version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.